Manufacturer narrative:
The motor position encoder error alarm could not be verified in alarm history screen due to the insulin pump having an overwritten history file. The insulin pump passed the displacement test, rewind test, basic occlusion test and prime test. The insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during testing. The motor was tested outside of the device and passed. The insulin pump was also received with minor scratches on the liquid crystal display window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated that he was rewinding the insulin pump during the prime process to change his site when the alarm occurred. He stated that he was able to do a self-test in the morning, and the device had allowed him to complete the fill tubing process. The customer's blood glucose was 154 mg/dl. The customer did not observe any significant events leading to the alarm, and the device had not been dropped or bumped. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.